Event description:
Pt decreased sats and hr / pt taken off vent and bagged / compressions started / atropine given. Stabilized and placed back on ventilator. Oxygen sat decreased again and minimal chest rise noticed on ventilator. Pt then bagged again results in good chest rise and breath sounds. Ventilator changed out. Placed on new ventilator. Pt stable. Cxr and bronchoscopy confirmed good placement of trach. Ventilator tagged and placed out of service. Pt condition appears to be unchanged before and after event. Pt alert and following commands.